Manufacturer narrative:
(B)(4). The complaint is being reported by zimmer biomet as (B)(4). This follow-up report is being submitted to relay additional information. The device history record (DHR) review was performed. This lot was manufactured and released into inventory on 17 may, 2016. There were no non-conformances, requests for deviations (rfd¿s) or other reported spontaneous anomalies reported for this production lot. All testing and inspection requirements were performed and accepted. The device was not returned for evaluation. The review of the manufacturing functional work instructions and product drawing found no systemic issues. Without the returned product the reported event cannot be confirmed. Consequently, a root cause cannot be determined.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the battery pack exploded after surgery was complete.additional information received on october 26, 2016 stated that the event occurred after surgery and there was no patient harm. There was no additional medical intervention/additional surgical procedure required and there was no extension or delay in surgical procedure.